Event description:
The patient was reportedly implanted with a bard pelvicol acellular collagen matrix on (B)(6) 2005 by (B)(6). The patient was implanted with an ethicon prolift anterior and an ethicon prolift posterior on (B)(6) 2006. And a surgisis biodesign product on (B)(6) 2009; both surgeries were performed by dr. (B)(6). All the surgeries took place at (B)(6) in (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury; specific information regarding whether intervention was performed; specific information regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.

Manufacturer narrative:
Pain; injury - product code pag/pai. As requested by the FDA, we have made note of the product code in section . The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Investigation - evaluation. Investigation into this claim included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Summary of investigation findings: based on the information provided by the complainant, details regarding a specific correlation between the biodesign or surgisis biodesign product's performance and the alleged injury remains unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.